Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump would stopped the insulin delivery and the blood glucose reading would go low. No troubleshooting was performed. Insulin pump is being replaced and is expected to return for analysis.